Event description:
The device was implanted on 4/10/96 for infusion of chemotherapy through the gastroduodenal artery for treatment of cancer. On 9/17/96, a facility representative contacted and stated that the physician was called into the hosp "approximately two weeks ago" after reports of pt bleeding upon accessing the device. The pt was moved to surgery to explant where the physician reported finding the device center septum removed from the device and lying in the device pocket. The physician reported that the pt is doing fine at this time.